Event description:
This was a left-sided cardiac lead removal procedure conducted in the ep lab to remove a rv lead with low impedance. The pt had a total of 2 leads (ra and rv) both of which were implanted in 2002. The pt had an arterial line established and active fluoroscopy. The pocket was opened, lead cut and a lld-ez was inserted to the distal tip of the rv lead. The rv lead failed to unscrew and detach from the apex of the heart. The md began lasing with a 14f sls ii and a visisheath-m 33cm, eventually upsizing to the 16f sls ii and visisheath-l 33cm due to heavy fibrosis. The lead was successfully extracted, the sls removed and visisheath-l left in place. Within 10 seconds the pt's arterial bp dropped from approx 100 to 30. Fluoroscopy showed evidence of cardiac tamponade. An ultrasound-guided pericardiocentesis was performed removing 200mls, 4 units of blood products were given, and the pt was successfully stabilized within 30 minutes. The pt was transferred to inpatient status and remains stable. No devices were retained for return analysis as they reported were disposed of during the code.